Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2014-25164. The pt has two 3146 leads with the same lot number. It was reported, the pt's scs system was explanted a replaced (with a competitors device) to not receiving stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.